Event description:
It was reported that approximately twenty-four hours post implant x-ray of the patient¿s chest revealed that fixation of the implantable pulse generator (ipg) possibly had not been secured and migration of the ipg was suspected. Consequently, it was suspected that the right atrial (ra) lead and right ventricular (rv) lead had been dislodged. As a result a revision procedure was required. During the revision procedure it was noted that the suture string of the ipg had come off and the device was located lower than the original position. The slack of the ra and rv lead(s) was revised with both lead(s) re-positioned affixed to the muscle layer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 457445 lead, implanted: 2014-(B)(6), (B)(4).